Event description:
As reported, during use with patient, this pressure controller did not recognize the heart reference sensor (hrs), and when it was recognized, the pressure values obtained were not clinically realistic (approximately 230/190 mmhg). No error messages or alarms were triggered. A different hrs was tested; however, it was also not recognized by the pressure controller. As per field clinical specialist opinion, the issue was likely due to an unstable connection. For this procedure, the problem was solved by securing the connection with adhesive band to make the pin interface more stable. The patient did not receive any treatment based on the erroneous values and there was no allegation of patient injury. The device has been received; however, it has not been evaluated yet.

Manufacturer narrative:
The primary unique device identification (UDI) number's value is : (B)(4). The device has been received; however, it has not been evaluated yet. A product evaluation and engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.